Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that his device was explanted as reasonable evidence suggest that it apparently exhibited fc1003 indicative to voltage too low for remaining capacity as surgical intervention was necessary to resolve the issue, this is considered a serious injury. No additional adverse patient effects were reported.